Event description:
This report summarizes 6 malfunction events in which the device was reportedly leaking. - 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h10. 5 events were originally reported for this failure mode during the reporting quarter; however, - 1 event was inadvertently excluded. - 6 reported events are included in this follow-up record. Product return status 5 devices were received. 1 device investigation type has not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 4 devices were received. 1 device investigation type has not yet been determined. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This report summarizes 5 malfunction events in which the device was reportedly leaking.5 events had no patient involvement; no patient impact.

Event description:
This report summarizes 6 malfunction events in which the device was reportedly leaking. - 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 6 previously reported events are included in this follow-up record. Product return status 6 devices were received.